Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experiences heating at the ipg site when stimulation is on. It was also reported, the pt experiences pain at the ipg site whether stimulation is on or off. The pt's doctor examined/evaluated the pt's ipg site and no signs of pocket heating were present. Reprogramming resolved the pt's issues.